Manufacturer narrative:
A reserve sample of the same lot code was tested for physical attributes. The product was within specification.

Event description:
Consumer stated that the product caused his gums to become swollen and sore. No medical attention was sought for this condition.